Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the physician could not get the right atrial lead to fixate. The physician was unable to insert stylets down the lead. It was noted that there was mechanical clicking and a blockage when attempting to insert multiple stylets. The lead was not used and a new lead was implanted. Patient was stable before, during, and after the procedure.